Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020. The cause of death was due an infection that was being treated for 3 months in the hospital. The caller stated that the customer had lots of infections and amputation that may have led to the customer's passing. The customer¿s blood glucose was 35 mg/dl at the time of hospitalization. The customer was wearing the insulin pump at the time of death. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer was not using sensors. The caller declined to return the insulin pump for analysis.